Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient reported that the infusion set tubing detached. The infusion set was inserted in the buttocks, and the detachment occurred at the quick release site. The infusion set had been in use for 1 day. The pump was not dropped with the set connected to the patient's body. No further information available